Event description:
It was reported that during a biliary stenting procedure, deployment difficulties were encountered and catheter damage occurred. The lesion was located in an unspecified bile duct. The flexima biliary 7fr/12cm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, the inner catheter was unable to be retracted. The physician applied force to the device and the inner catheter became stretched. The sds was removed and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".